Event description:
It was reported that the patient had urinary tract infection by using the purewick female external catheter and treated with medication. The patient reused the wicks which the patient knew was against the guidance and not blaming the purewick for the urinary tract infection. It was noted that the patient had been using the product more than 90 days.

Manufacturer narrative:
The reported event is confirmed use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "user aware of need to replace or wants to extend life of single device". A DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection by using the purewick female external catheter and treated with medication. The patient reused the wicks which the patient knew was against the guidance and not blaming the purewick for the urinary tract infection. It was noted that the patient had been using the product more than 90 days.